Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-4318 batch #: 19597940 description: clik x anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing infection at the battery site which was not device related. The physician believed that the back scratcher caused the infection or wound to open. Antibiotics were prescribed. No device malfunction was suspected. The patient underwent an explant procedure.